Event description:
Unit: cardiac science first save AED, model 9300c-2-001. Date: problem began in 2007, continues uncorrected to date issue: the AED drains batteries within 6 months with no use. Even when out of service and not tested the unit drains batteries. Resolution: company solution has been to replace electrodes, batteries, all at our expense. Neither has corrected the issue. The AED is and has not been in service for more than a year because we cannot keep it operational, and cardiac science is not willing to assist further with corrective action or eval of the AED. We have an expensive paper weight at this point.